Event description:
A purchasing rep reported that a glaucoma shunt had no flow following insertion. The surgical procedure was completed using another MFR's glaucoma shunt. In a f/u, the surgeon reported that following insertion of the glaucoma shunt, she could see no flow and considered the shunt clogged. There was no pt impact.

Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional info. A completed questionnaire has not been received. (B)(4).